Event description:
I had bilateral breast augmentation in 2007. The 350cc mentor silicone cohesive gel implants placed submuscular. Since having them placed, I have suffered through multiple capsular contractures but was told that was the worst that could happen with my implants. Twelve years later, I am severly debilitated- I have multiple cognitive issues that get in the way of day to day life. I now have hashimoto's disease. My liver is no longer functioning properly, I have more food sensitivities and gi issues than I can count I can provided a more in-depth list of health issues if needed. I am a registered nurse. I live a very healthy active lifestyle in every way possible and I am in worse health than both of my parents. My explantation is (B)(6) and now I am facing being disfigured on top of suffering from breast implant illness for year. I was not informed that any of this was possible. I would have never implanted had I known.